Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer reviewed the system¿s log files and inspected the system on site, identifying a problem with the image processing pc (ippc) image store. The image store was recreated on the system¿s ippc and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that x-ray exposure did not work. There was no report of harm. Philips has started an investigation of this complaint.